Event description:
The customer reported to vyaire medical that the vela ventilator has o2 solenoid shut off and has excessice leak coming from the cap at the end of the solenoid. The customer confirmed that there was no patient involvement from this event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.